Manufacturer narrative:
Event date not provided/unknown. Device lot number not provided/unknown. Additional 510k number: k072642. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (ilrght) fractured. Tooth location 6.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain titanium large hexed screw was returned for investigation. A visual inspection of the as received product showed that the screw was sheared off at the threads. The screw additionally had heavy damage to the hex.the alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instrm rev. C (9/16) ¿ biomet 3i restorative manual. The restorative manual contained instructions on proper screw installation and placement and recommended torque values. The recommended torque value for the certain titanium large hexed screw is 20 ncm. A singular cause for the complaint could not be determined.